Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. Per the rptr the pt woke up a day prior to hospitalization with a blood glucose >400 mg/dl. The rptr attributed this to the pt eating ice cream just before bed the evening before. Later that morning he began vomiting and was brought to the hospital. Upon admission his blood glucose was 351 mg/dl. He was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.